Event description:
This incident is related to medwatch 2023988-2008-00035. The device in this incident is the icp catheter that connects to the monitor in the above mentioned case. Because the monitor displayed an error code e08, the catheter could not be used due to the error message. The code e08 is a reminder that the fiberoptics need to be replaced on the monitor's cable. This code and how to correct the situation is in the directions for use, as well as, on a quick reference card. The quick reference card was designed for attachment to the monitor so that troubled shooting can be performed, reducing possible risk to patient.

Manufacturer narrative:
To date, the device in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.